Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic. On (B)(6), the patient wore a metallic name tag on her right shoulder and after using tag she was having pain on the lower left buttocks and all of a sudden she started to have pain in the left buttocks. She lower the stimulation and still was hurting. Patient went out of town and forgot to take pp(patient programmer) with her to adjust stimulation because she was having unbelievable pain and the only time she was comfortable was when she was laying down. Patient turned stimulation down and therapy off today. She was still having pain on the left buttocks. Patient reports her left buttocks feels like someone was "giving needle injection" and feeling pressure, and throbbing in the last 3-4 days ((B)(6) 2016). Patient confirmed therapy was off and setting was program 2 at 0.0 volt and still having pain in the buttocks. Patient reports the neurostimulator therapy had been helping her until after other medical issues happened therapy did not help. Patient reports she had router cuff surgery (B)(6) 2015, blood pressure dropped and was told she would die (B)(6) 2015, kidney failure 2015 and was in the hospital for a month and 6 days. Patient had CT scan (B)(6) 2015 for shoulder. Patient never had an MRI but she did have x-ray. Ins (stimulator) was on right buttocks and they had to put all the leads on the left side. Representative set up new program on (B)(6) 2016 and was not aware of pain in the buttocks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reported that the patient had to have it reprogrammed 3 times since it was implanted to get it to work right. Finally after the third reprograming it was working pretty well. Then one day she put on a magnetic name tag, and about 3 to 5 days later the programmed changed. The patient started getting a pain in her left buttock and it got so bad she turned off the device. The patient was wondering if the magnet would have affected the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.